Event description:
The customer observed negatively biased quality control results using vitros valp reagent on a vitros 5, 1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho-clinical diagnostics inc.

Manufacturer narrative:
Ocd field service investigated and found no evidence to suggest that the virtos 5, 1 fs system was not operating as intended. The definitive root cause of the biased valp qc results is unknown, however, the investigation determined the most likely root cause to be user error related to inconsistent valp reagent pack and control fluid handling protocols. The customer processes a very low number of valp assays. The customer has been able to maintain acceptable performance following the implementation of consistent reagent pack and control fluid handling protocols.